Event description:
During eval of a returned homechoice device, a baxter tech identified a potential overfill situation. During therapy in 2008, a home pt had an ultrafiltration of 780ml in drain 1 following a fill volume of 2200ml. The home pt's nurse declined to provide further info regarding this event.

Manufacturer narrative:
Additional 510(k) number: k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during eval. Based on a review of all the device log data, it was determined that the probable cause of the overfill was false empty detect at initial drain and at previous therapy last drain.